Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to failure to recharge the device as recommended for almost a year. Surgical intervention is pending.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced.

Event description:
Additional information received indicated that therapy was restored for the patient postoperatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.